Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('the remaining piece of essure device was teased using grasping forceps from the endometrial cavity') and pelvic pain ('chronic pelvic pain'). In an adult female patient who had essure (batch no. 03157dk-inv), inserted for female sterilization. The patient's concurrent conditions included: endometriosis, pelvic adhesions and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter provided no causality assessment for device breakage and pelvic pain with essure. The reporter commented: essure insertion details: tubal ostia visualized bilaterally. Micro inserts placed. No. Of coils: 8 on left cornua, 2 on right cornua. Patient tolerated procedure without any difficulty. Surgical pathology report: on (B)(6) 2014, ovary and fallopian tube, right; salpingoophorectomy: ovary with benign follicular cysts. Fallopian tube with no significant histopathology change; on (B)(6) 2018, adnexa, left salpingoophorectomy; ovary: mild adhesions; fallopian tube: without diagnostic abnormalities. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "pelvic pain and device breakage". Lot number is (03157dk ) inv. Most recent follow-up information incorporated above includes: on (B)(6) 2021, update of information (batch is not valid). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the remaining piece of essure device was teased using grasping forceps from the endometrial cavity') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 03157dk) inserted for female sterilization. The patient's concurrent conditions included endometriosis, pelvic adhesions and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter provided no causality assessment for device breakage and pelvic pain with essure. The reporter commented: essure insertion details: tubal ostia visualized bilaterally. Micro inserts placed. No. Of coils: 8 on left cornua, 2 on right cornua. Patient tolerated procedure without any difficulty. Surgical pathology report: on (B)(6) 2014: ovary and fallopian tube, right, salpingoophorectomy: ovary with benign follicular cysts. Fallopian tube with no significant histopathology change. On (B)(6) 2018: adnexa, left, salpingoophorectomy. Ovary - mild adhesions. Fallopian tube - without diagnostic abnormalities. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "pelvic pain and device breakage ". Most recent follow-up information incorporated above includes: on 4-jan-2021: medical record received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury" was updated to events "chronic pelvic pain" and "the remaining piece of essure device was teased using grasping forceps from the endometrial cavity". Essure lot number was added. This case is medically confirmed. Patient demographics and medical history was updated. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('the remaining piece of essure device was teased using grasping forceps from the endometrial cavity') and pelvic pain ('chronic pelvic pain'). In an adult female patient who had essure (batch no. 03157dk-not valid), inserted for female sterilization. The patient's concurrent conditions included: endometriosis, pelvic adhesions and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter provided no causality assessment for device breakage and pelvic pain with essure. The reporter commented: essure insertion details: tubal ostia visualized bilaterally. Micro inserts placed. No. Of coils: 8 on left cornua, 2 on right cornua. Patient tolerated procedure without any difficulty. Surgical pathology report: on (B)(6) 2014, ovary and fallopian tube, right; salpingoophorectomy: ovary with benign follicular cysts. Fallopian tube with no significant histopathology change; on (B)(6) 2018, adnexa, left salpingoophorectomy; ovary: mild adhesions; fallopian tube: without diagnostic abnormalities. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "pelvic pain and device breakage ". Lot number (03157dk ) is not valid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.